Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: upon examination of the pump, moisture was evident behind the display screen and the pump was found to be cracked on the right side of the display screen. A review of the pump black box history indicated that one power event which was associated with a pump battery change. There were no cracks or damage observed to the battery compartment or cap and there was no evidence of moisture in the battery compartment. The battery cap secured properly to the pump and the pump powered on normally. No power loss was observed during testing. The pump was opened and moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump was found to be off when they went to deliver a bolus from the pump. The reporter tried changing the battery and the pump powered on to the verify screen. The reporter indicated that the patient had gone swimming with the pump earlier in the day and moisture was noted behind the display screen. The reporter indicated that the patient's blood glucose elevated to 19 mmol/l with no symptoms which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.